Event description:
This report is being filed after the subsequent review of the following journal article: ¿growth-sparing spinal instrumentation in skeletal dysplasia.¿ the purpose of the study is to report the outcomes of distraction-based, growth-sparing spinal instrumentation in patients with skeletal dysplasia. Between 2004 and 2010, 12 children with a diagnosis of various types of skeletal dysplasia underwent growth-sparing spinal instrumentation for severe spinal deformities. Three of the patients were treated with vertical expandable prosthetic titanium rib (veptr). Of the 3 patients, one had a complication of proximal migration of rib cradle, which required revision, and the other 2 patients had anchor dislodgements, which were addressed during planned distraction surgical procedures. This report 1 of 3 for (B)(4) and is for one unknown veptr construct. ¿patient no. 2¿, a male, who was (B)(6) the time of surgery, had a complication of hook and screw dislodgement and proximal junctional kyphosis, which were addressed during planned distraction surgical procedures.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Proximal junctional kyphosis. Karatas, a. Et al. (2013). Growth-sparing spinal instrumentation in skeletal dysplasia. Spine, volume 38, number 24, pp e1517-e1526. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.